Event description:
The product was returned as an implant failure because the implant fractured. Based on the report, the pt had moderate oral hygiene and good bone condition. Traditional 2 stage surgery was done. A single prosthetic attachment was used. Fixture was placed in tooth location #11. Allograft was used as a bone graft material at the site. The pt has a medical history of bruxism since almost 20 years. She use to grind her teeth at that point. She was advised to wear a night guard however she did not do so. The implant was removed because it was fractured. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as recovered with no complications. The pt was sent back home with a little flipper.

Manufacturer narrative:
Based on inspection results and the DHR review, the marketing sample product from the same lot has been found to be within specification. Additionally, there was no deviation in the titanium material used to manufacture the complaint implant. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other then the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.